Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 05/13/2026. Data was provided for investigation. App data was provided for investigation. However, as the reporter was unable to provide an approximate incident date, a complete investigation could not be performed. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2026, the patient´s glucose decreased and she experienced seizure. An ambulance was called and the patient was taken to the ed. In the ambulance the bg reading was 20 mg/dl. The patient stayed less then 24 hours at the ed. There was no information about the medical intervention or treatment provided. The patient reported that the dexcom alerts if the values are decreasing too fast or getting below 70 mg/dl and to take more urgent measures to prevent such an incident. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. The dexcom malfunction that could have caused or contributed to the event could not be determined. At the time of report, the patient¿s condition was unspecified. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.